Event description:
It was reported that the pt got 'hurt' (unspecified) approximately two month ago. The pt has had a return of symptoms and is no longer getting relief. The drugs reported in the pump are dilaudid and bupivicaine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).